Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, diabetes mellitus, complication in site preparation (operation under intubation anesthesia, limited mouth opening), inadequate bone quality/quantity, mobility. Bad wound healing/diabetes.